Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci sacrocolpopexy surgical procedure, it was noted that a broken wire was observed on the mega suturecut needle driver instrument. The instrument was removed from the field and replaced with another instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.